Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under go essure confirmation test.". The patient's medical history included pap smear abnormal and cholecystitis infective. Previously administered products included for an unreported indication: fluoxetin and wellbutrin. Concomitant products included medroxyprogesterone acetate (depo provera) and sertraline hydrochloride (zoloft). On (B)(6)2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced libido decreased ("decrease in libido"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety,") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis.") And was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroid"). The patient was treated with surgery (ablation and oophorectomy (one side removal of ovary),salpingectomy (one side removal of fallopian tube),hyst). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine leiomyoma, dysmenorrhoea, libido decreased, depression, anxiety and endometriosis outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, libido decreased, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 discrepancy noted. Lot number: 761439, manufacturing date: 2010-07, expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: pfs received new reporter information. New event added device monitoring procedure not performed, anxiety, endometriosis. Severity added. Concomitant drug and medical history, historical drug was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 761439, dk10965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and cholecystitis infective. Previously administered products included for an unreported indication: fluoxetin and wellbutrin. Concomitant products included medroxyprogesterone acetate (depo provera) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced libido decreased ("decrease in libido"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety,") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis.") And was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroid"). The patient was treated with estrogens conjugated (premarin) and surgery (ablation and oophorectomy (one side removal of ovary),salpingectomy (one side removal of fallopian tube),hyst). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine leiomyoma, dysmenorrhoea, libido decreased, depression, anxiety and endometriosis outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, libido decreased, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Lot number: 761439 manufacturing date: 2010-07 expiration date: 2013-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jan-2021: mr received. Reporter's information added.lot no. Added.lab data were added. Event: :plaintiff did not under go essure confirmation test. Were deleted. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. 761439, dk10965-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and cholecystitis infective. Previously administered products included for an unreported indication: fluoxetin and wellbutrin. Concomitant products included medroxyprogesterone acetate (depo provera) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced libido decreased ("decrease in libido"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety,") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis.") And was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroid"). The patient was treated with estrogens conjugated (premarin) and surgery (ablation and oophorectomy (one side removal of ovary),salpingectomy (one side removal of fallopian tube),hyst). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine leiomyoma, dysmenorrhoea, libido decreased, depression, anxiety and endometriosis outcome was unknown and the heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, heavy menstrual bleeding, libido decreased, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Lot number: 761439 manufacturing date: 2010-07 expiration date: 2013-07 lot number reported (dk10965) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. No new significant information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), libido decreased ("decrease in libido") and depression ("depression") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroid"). The patient was treated with surgery (oophorectomy (one side removal of ovary),salpingectomy (one side removal of fallopian tube),hyst). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine leiomyoma, dysmenorrhoea, libido decreased and depression outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered depression, dysmenorrhoea, dyspareunia, libido decreased, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 discrepancy noted. Lot number: 761439 manufacturing date: 2010-07 expiration date: 2013-07 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 761439, dk10965-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and cholecystitis infective. Previously administered products included for an unreported indication: fluoxetin and wellbutrin. Concomitant products included medroxyprogesterone acetate (depo provera) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced libido decreased ("decrease in libido"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety,") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis.") And was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroid"). The patient was treated with estrogens conjugated (premarin) and surgery (ablation and oophorectomy (one side removal of ovary),salpingectomy (one side removal of fallopian tube),hyst). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine leiomyoma, dysmenorrhoea, libido decreased, depression, anxiety and endometriosis outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, libido decreased, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: total bilateral occlusion. Lot number: 761439; manufacturing date: 2010-07; expiration date: 2013-07. Lot number reported (dk10965) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia') in a 24-year-old female patient who had essure (batch no. 761439, dk10965-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, cholecystitis infective, multigravida, parity 2, ovarian cyst, pelvic pain and paratubal cyst. Previously administered products included for an unreported indication: fluoxetin and wellbutrin. Concomitant products included medroxyprogesterone acetate (depo provera) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced libido decreased ("decrease in libido"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety,") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis.") And was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroid"). The patient was treated with estrogens conjugated (premarin) and surgery (ablation and oophorectomy (one side removal of ovary),salpingectomy (one side removal of fallopian tube),hyst). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine leiomyoma, dysmenorrhoea, libido decreased, depression, anxiety and endometriosis outcome was unknown and the heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, heavy menstrual bleeding, libido decreased, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion updated from (B)(6) 2010 to (B)(6) 2010. Right: 4 coils, left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2010: negative. Lot number: 761439; manufacturing date: 2010-07; expiration date: 2013-07, lot number reported (dk10965) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2022: this is retention case. All relevant information from duplicate deletion case (B)(4) has been transferred to this case.reporter information, patient medical history, lab data, patient age, wucin number:(B)(4), rcc added from deletion case to this case. On 24-mar-2022: mr received. Patient aka name, medical history, rcc added. Product insertion date updated. Technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), libido decreased ("decrease in libido") and depression ("depression") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroid"). The patient was treated with surgery (oophorectomy (one side removal of ovary),salpingectomy (one side removal of fallopian tube),hyst). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine leiomyoma, dysmenorrhoea, libido decreased and depression outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered depression, dysmenorrhoea, dyspareunia, libido decreased, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: 14dec2010 discrepancy noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs received- case become incident injury nos replaced new events abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: fibroid, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pain,decrease in libido. Lot number was added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia') in a 24-year-old female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, cholecystitis infective, multigravida, parity 2, ovarian cyst, pelvic pain and paratubal cyst. Previously administered products included for an unreported indication: fluoxetin and wellbutrin. Concomitant products included medroxyprogesterone acetate (depo provera) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced libido decreased ("decrease in libido"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety,") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis.") And was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroid"). The patient was treated with estrogens conjugated (premarin) and surgery (ablation and oophorectomy (one side removal of ovary),salpingectomy (one side removal of fallopian tube),hyst). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine leiomyoma, dysmenorrhoea, libido decreased, depression, anxiety and endometriosis outcome was unknown and the heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, heavy menstrual bleeding, libido decreased, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion updated from (B)(6) 2010. Right: 4 coils, left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2010: negative. Lot number:761439 manufacture date:2010-07 expiration date: 2013-07. Dk10965-invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.